Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: it is probable that the b31 error code was due to a damaged charged coupled device (ccd) unit, and a damaged video connector section of the video connector circuit board. It was also presumed that no scope ID data was due to the scope ID not being transmitted to the system due to a problem with the internal circuit board of the endoscope connector, such as faulty contacts (contact corrosion, abnormal resistance, watertightness failure) or watertightness failure of the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited a b31 scope communication error code. Also, it was found that there was no scope identification (ID) data. There was no patient involvement.